Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system was found to be functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that there were registration difficulties. It was reported that the trace registration appeared upside down and they did not see the noninvasive patient tracker in the tracking window. Technical services (ts) had the site add the noninvasive patient tracker into the instrument page and confirmed it was green/ connected. Technical services (ts) requested that the site open up the tracking window and tracking details, but the call was disconnected and no further troubleshooting was completed. Trace registration appeared upside down, and they did not see the noninvasive patient tracker in the tracking window. There was no reported impact to patient outcome and a reported delay of less than one hour. The representative reported the scan was missing the nose. They were able to assist the site with completing the registration. The representative reported that the site deleted the scan after the case.

Manufacturer narrative:
H2, h6: it was not known from log/archive analysis what difficulties were observed with the registrations. As per the information received, scan was missing the nose. Suspecting issue was with the exam used. Software version updated to 2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.